Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are product ID: 3889-28, lot#: va1zsj4, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  about two months ago (month confirmed) that patient had surgery for to remove cyst from back( unrelated) and the surgeon saw wire from implanted system and removed the wire or just part of it. Caller told the doctor that this was part of implanted system when the doctor showed them the wire. Caller said that managing doctor was notified of the situation and patient was going to have revision today however due to current situation regarding the covid pandemic, the surgery has been postponed. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.